Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "when the installation location for the nellcor sensor (ds100a) is changed, sparks were emitted, and the patient and a nurse suffered burns." On (B)(6) 2018 in operating room (or) (B)(6). The patient and the nurse suffered burns on their fingers. It is unknown how severe the burns are and if medical treatment became necessary.

Manufacturer narrative:
There is no indication of a product malfunction of the ds100a spo2 sensor and the patient monitors (mp70, with x2 measurement server) in use. The fse could not confirm that there were any burn marks, etc. That could be evidence of sparks being emitted from the spo2 sensor that was actually used and confirmed that it is fully functional. He checked the operation of the patient monitor (mp70, with x2) in or11, and performed an electrical safety test, with no abnormalities found, the devices were working as specified. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.